Manufacturer narrative:
Initial reporter's address: (B)(6). Manufacture date: march 30, 2017 ¿ april 3, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the fill port of a large volume infusor. There was no patient involvement. No additional information is available.